Manufacturer narrative:
Complaint conclusion: as reported, a mynxgrip vascular closure device came out of the patient without the balloon catching the inner lumen of the vessel. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device came out of the patient without the balloon catching the inner lumen of the vessel. There was no patient injury reported. The device was clinically used and will be returned for analysis.

Manufacturer narrative:
Updated complaint conclusion due to receipt of product analysis on 22-feb-2019: as reported, a 6/7f mynxgrip vascular closure device (vcd) came out of the patient without the balloon catching the inner lumen of the vessel. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock closed as received. The advancer tube was covering the balloon. The introducer sheath was not returned with the device. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification showed no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase. A product history record (phr) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed through analysis of the returned device due to condition in which it was received. However, the exact cause of the reported incident could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by no saline noted in the balloon during analysis, which can result in the reported failure during the procedure. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.